Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. . Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient had pain, stiffness, discomfort and weakness which affect mobility; and toxicity of metal in the body after asr hip implant. **update** (B)(4) 2013-sales rep reported revision of right hip. Corrosion was noted on the asr sleeve and the srom trunnion. Part/lot was provided and associated mdrs were updated. Dor: (B)(6) 2013 (right hip).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.